Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00447 on 06-dec-2018. Additional information (18-dec-2018): siemens determined that quality controls were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and performed maintenance on the sample probe. After instrument maintenance, the cse front loaded the same discordant sample tube for testing, resulting acceptably. A sample integrity issue potentially contributed to the discordant, falsely elevated tni-ultra result. Results and conclusion codes in section h6 have been updated to reflect this information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely elevated tni-ultra result obtained on a patient sample on an advia centaur xp instrument. The cause of discordant, falsely elevated tni-ultra result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I ultra (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s), who questioned the result. The sample was repeated twice on the same instrument, resulting lower. The repeat results were not reported to the physician(s). The patient was redrawn, and the new sample was run on the same instrument, resulting lower than the discordant result. The result obtained using the new sample was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.